Event description:
Customer reported switching her medications due to receiving an error 4 on her freestyle flash blood glucose monitor. Customer reported experiencing dizziness, lightheadedness and loss of consciousness. Customer reported going to her doctor, where she was diagnosed with hypoglycemia. She additionally reported that her medication was changed to a lower dose. She self-treated with orange juice. There is no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.